Event description:
Additional information was received information that the non-invasive programmed stimulation (nips) was performed and the patient was successfully converted with a 14j shock and the shocking lead impedance measured at 41 ohms. It was noted that all other lead measurements were within normal limits. No adverse patient effects were reported.

Event description:
Additional information was received that one year later another alert was generated by the remote home monitoring system for a low out of range shock impedance measurement. Induction testing was once again performed and yielded acceptable within range shock impedance measurements. Subsequently the physician opted to monitor the situation. No additional adverse patient effects were reported.

Event description:
The device was explanted over three years later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
--

Event description:
Boston scientific received information that an alert was received for the right ventricular (rv) lead due to a low out of range shocking impedance. The patient was brought into the clinic for evaluation where isometrics were unable to reproduce the out of range shocking impedance measurements and the electrogram (egm) also appeared to be clean. A non-invasive programmed stimulation (nips) procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.